Event description:
Erbe fiapc probe (circumferential fire, flexible) operative tip found to be pulled out of catheter delivery system when removed from the bronchoscope. Diagnosis or reason for use: bronchoscopy, stent placement/debulking, main stem tumor. Event abater after use stopped or dose reduced: no.